Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred on for receiver with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss over one hour not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received but its pending evaluation. A follow up report will be submitted upon completion. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for receiver with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss over one hour was not found within the investigation window.  The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable because the reported allegation was not found. No injury or medical intervention was reported.